Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was taken to the hospital via ambulance on (B)(6) 2016 with blood glucose of 980 mg/dl. Customer had symptom of high blood glucose; customer was vomiting and difficulty breathing. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin IV drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble or site or insulin issues. Customer reported that and settings were correct. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.